Manufacturer narrative:
Driver was received for evaluation and dimension taken is within specification. The thread plug gauge was acceptable. The drill bit was not returned for evaluation. The device history records for the driver identified no deviations or anomalies. This instrument is manufactured on june 6th 2007 and had a potential field age of approximately nine years. This device is used for treatment. A definite root cause cannot be determined with the information provided. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-00143).

Event description:
It is reported that the drill bit broke off during surgery. No pieces remained in the patient.